Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed poor visibility. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the circuit board failed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of poor visibility was not confirmed. In addition to the finds reported, the bending section cover adhesive was chipped. The video connector and right/left lever was scratched. Due to damage on charge coupled device unit, the image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of poor display visibility was a failure of the image sensor. Olympus will continue to monitor field performance for this device.